Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the probable cause is confirmation of electrical characteristics (resistance value, output bias voltage) using a tester detected short circuit of image sensor cable at the distal end. The short circuit of image sensor cable may have occurred by twisted cable. We presume that massive external stress was applied to the cable by withdrawing while the device was bent, and excessive twisting and bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus endoeye flex deflectable videoscope was returned to the service center for a separate issue. During the device analysis, image noise and scraped electrical contacts of the video connector were found. There was no patient involvement.